Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized three days prior to death for cellulitis of the finger. The patient experienced bradycardia and coded prior to the fatal event. The patient was performing pd therapy at the time of death. The cause of death was unknown. It was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device will not be returned to baxter for evaluation. The cause of death could not be determined with the available information. If additional relevant information is received, a supplemental medwatch will be filed.